Event description:
It was reported that this newly implanted electrode was exhibiting oversensing of noise, likely related to air entrapment near the incision site. Noise could be reproduced by manipulating the electrode. Therapy was programmed off in the system and the patient remained hospitalized. Reprogramming will take place soon. The electrode remains in service. No adverse patient effects were reported.